Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) loss of fluid column was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported loss of fluid column in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of steerable guide catheter (sgc), the column failed to hold liquid. Troubleshooting was performed and the stopcock was exchanged, but the sgc still had a leak. The sgc was not used in the patient and another sgc was used to complete procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.